Event description:
A report was received that the patient, who was recently implanted, had some drainage from the incision over the ipg that was serous in nature. The paramedian incision also demonstrated significant redness at the superior aspect, where the lead was buckled underneath the skin, and showed signs of low-grade infection, which had been treated with antibiotic therapy successfully. The infection was due to the patient¿s poor skin care and not device or procedure related. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient, who was recently implanted, had some drainage from the incision over the ipg that was serous in nature. The paramedian incision also demonstrated significant redness at the superior aspect, where the lead was buckled underneath the skin, and showed signs of low-grade infection, which had been treated with antibiotic therapy successfully. The infection was due to the patient¿s poor skin care and not device or procedure related. The patient will undergo a revision procedure.